Event description:
Patient who was the user of this product has experienced eye infection in 2007 with the following symptoms: soreness, blurry vision and had a lump on her eye. She went to doctor and the doctor opened the lump and drained it. She was put on antibiotics 2x/day. She stopped using complete moistureplus, but is still having problems with her eyes. She saw the recall and would like to report her problem. She couldn't provide us any device identification number.